Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 3984412, 02-012-45-6050 - lgc tibial fit tray cem sz 6f/5t. 4514319, 200-02-41 - three peg patella 41mm. 5967764, 201-78-15 - holding pin mini sharp point 4 pk. 5880731, 521-78-23 - threaded pin size 2.3 collared. 5880749, 521-78-23 - threaded pin size 2.3 collared. S018416, 521-78-23 - threaded pin size 2.3 collared. 5897278, 521-78-32 - threaded pin size 3.0 collarless. S013354, 521-78-32 - threaded pin size 3.0 collarless. S014710, 521-78-36 - threaded pin size 5.1 collarless. 02029019128, a10012 - gps implant kit v2.

Event description:
It was reported that this male patient's left knee was revised due to suspected implant loosening in femur and poly wear/ lysis. Everything was removed. Patient was not revised to exactech devices. Patient was last known to be in stable condition following the event. Product not returning: discarded at the hospital.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of femoral loosening and prosthesis wear. The suspected loosening may have been due to an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. The prosthesis wear may have been due to increased loading to the posterior lateral aspect of the insert. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided. Additionally, a contributing factor to the prosthesis wear may have been the insert being packaging in a non-conforming bag for more than 5 years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
H3: the revision reported may have been the result of femoral loosening and prosthesis wear. The suspected loosening may have been due to an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. The prosthesis wear may have been due to increased loading to the posterior lateral aspect of the insert. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no radiographs or relevant clinical information was provided. Additionally, a contributing factor to the prosthesis wear may have been the insert being packaging in a non-conforming bag for more than 5 years.